Event description:
Information received indicates the head hi-low drifts down slowly.

Manufacturer narrative:
The technician isolated the issue to a faulty emergency trend valve. The emergency trend function still works. He replaced the emergency trend valve to repair the bed.